Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
It was reported that a patient enrolled in the oxford knee post-approval study underwent a partial left knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to pain. All components were removed and replaced with a total knee system.

Event description:
It was reported that a patient enrolled in the oxford knee post-approval study underwent a partial left knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pain, tibia loosening and rotation. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 20 stats, "persistent pain."